Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported extravasation of medications due to catheter rupture. Occurred during use. Patient suffered extravasation of paclitaxel through PICC. Rx showed catheter loop in proximal area, when removed, catheter rupture was observed. Partial rupture. Additional information received: yesterday, 04/06, the patient came for treatment in facility, treatment regimen paclitaxel 80 mg/m2 before starting the infusion, the permeability of the catheter is checked. At first it is difficult to achieve reflux, but after trying, blood reflux is achieved, so the administration of paclitaxel begins. At the end of the infusion, the patient reports discomfort in her arm, and then our assessment shows that a large part of the drug has extravasated into the arm. After the incident, when trying to aspirate the contents through the PICC, no reflux was achieved. In addition, a check x-ray is performed to assess the condition of the PICC catheter and rule out possible migrations. In the x-ray, it is observed that the catheter makes a loop at the level of the vena basilica. Finally, the catheter is removed and its condition is checked. After the ssf infusion, it is observed that it leaks through a pore vs. Fissure between the first 6 and 7 cm of the catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter was confirmed and was determined to be use related. The product returned for evaluation was one 4 fr sl powerpicc catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed in the catheter tubing between the 6cm and 7cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes. Additionally, three photos were provided for investigation. However, evaluation of the photos found that they did not provide any further evidence than that found during the physical sample evaluation.

Event description:
It was reported extravasation of medications due to catheter rupture. Occurred during use. Patient suffered extravasation of paclitaxel through PICC. Rx showed catheter loop in proximal area, when removed, catheter rupture was observed. Partial rupture. Additional information received: yesterday, (B)(6), the patient came for treatment in facility, treatment regimen paclitaxel 80 mg/m2 before starting the infusion, the permeability of the catheter is checked. At first it is difficult to achieve reflux, but after trying, blood reflux is achieved, so the administration of paclitaxel begins. At the end of the infusion, the patient reports discomfort in her arm, and then our assessment shows that a large part of the drug has extravasated into the arm. After the incident, when trying to aspirate the contents through the PICC, no reflux was achieved. In addition, a check x-ray is performed to assess the condition of the PICC catheter and rule out possible migrations. In the x-ray, it is observed that the catheter makes a loop at the level of the vena basilica. Finally, the catheter is removed and its condition is checked. After the ssf infusion, it is observed that it leaks through a pore vs. Fissure between the first 6 and 7 cm of the catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported extravasation of medications due to catheter rupture. Occurred during use. Patient suffered extravasation of paclitaxel through PICC. Rx showed catheter loop in proximal area, when removed, catheter rupture was observed. Partial rupture. Additional information received: yesterday, 04/06, the patient came for treatment in facility, treatment regimen paclitaxel 80 mg/m2 before starting the infusion, the permeability of the catheter is checked. At first it is difficult to achieve reflux, but after trying, blood reflux is achieved, so the administration of paclitaxel begins. At the end of the infusion, the patient reports discomfort in her arm, and then our assessment shows that a large part of the drug has extravasated into the arm. After the incident, when trying to aspirate the contents through the PICC, no reflux was achieved. In addition, a check x-ray is performed to assess the condition of the PICC catheter and rule out possible migrations. In the x-ray, it is observed that the catheter makes a loop at the level of the vena basilica. Finally, the catheter is removed and its condition is checked. After the ssf infusion, it is observed that it leaks through a pore vs. Fissure between the first 6 and 7 cm of the catheter.